Event description:
It was reported that the loop on the bag was not attached and the bag could not be used with the pole. No patient injury was reported.

Manufacturer narrative:
(UDI), and 510(k) are unknown; no additional information was provided. This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. The sample was received, a 300 ml bag with loop hanger completely detached from bag netting. This confirmed customer reported issue. This is a purchased finished good from a supplier, not manufactured by this manufacturer; therefore the device history record (DHR) review was unavailable. The root cause of the reported issue cannot be determined with provided information. No further actions were taken.